Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported autoinflation cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ams 700 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated experiencing automatic inflation with an inflatable penile prosthesis (ipp). The patient detailed that the behavior was initially seen once or twice a day but the device was currently inflating every ten to fifteen minutes. The patient has attempted to troubleshoot to no avail and indicated needing assistance with the device. No additional information was reported.